Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the lead helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.